Manufacturer narrative:
The device was returned and olympus repair confirmed no image due to a faulty charge-coupled device. Additionally, there was a kink on the cable and cracks on the connector due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the camera head displayed no image. The malfunction was found during preparation for use and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.